Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken wherein one of the patients leads was explanted and replaced resolving the issue. Note: it is unknown which lead was explanted so both are being reported.

Event description:
Related manufacturer reference number: 1627487-2021-13858. It was reported the patients system does not provide effective therapy. Surgical intervention may be pending to address the issue.